Event description:
The customer reported that while performing preventive maintenance, he pressed charge and the device shut off; it was on battery power. He replaced the battery and now it will not power on. The ac led is off when connected to ac power. There was no adverse patient impact reported.